Event description:
This supplemental report is being filed to provide additional information that the product has been explanted, but not replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks. A system follow-up found noise in the primary sensing vector. The patient previously had an inappropriate shock with sensing in the secondary vector. The local representative will discuss the findings with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks. A system follow-up found noise in the primary sensing vector. The patient previously had an inappropriate shock with sensing in the secondary vector. The local representative will discuss the findings with the physician. There were no additional adverse patient effects. The system remains implanted.